Manufacturer narrative:
(B)(4). Batch # r5av5r. Investigation summary: the analysis results found that a sr75 sterile reloads (c) was received with no apparent damage. The cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Upon visual inspection of a photo provided, the following was observed: the photo shows tissue piece from front view and all staples appears to be properly formed. Based on the photo reviewed, the event describe cannot be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: exact month unknown. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the operating room has requested a exchange to new full operating room inventory due to a cartridge error in sr75 as staple was rising without b shape. There were no patient consequences reported.